Manufacturer narrative:
B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the coronary access after tavi (caveat) study: a prospective registry of ca after tavr. Summarized patient outcomes/complications of the coronary access after tavi (caveat) study: a prospective registry of ca after tavr were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, smoking, dyslipidemia, coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior stroke, transient ischemic attack, chronic kidney disease, chronic obstructive pulmonary disease, prior pacemaker. One of the complication reported was myocardial infarction; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "the coronary access after tavi (caveat) study: a prospective registry of ca after tavr", was reviewed. The article presented a prospective, multicenter study to evaluate the feasibility of coronary access (ca) after transcatheter aortic valve replacement (tavr) with 4 different types of transcatheter heart valves (thvs). Devices included in the study were sapien 3/sapien 3 ultra, evolut pro/evolut pro+, acurate neo/acurate neo2, and portico/navitor. The article concluded that short-frame sapien 3/ultra thv demonstrated the highest rate of selective ca following tavr. Among tall-frame thvs, the large-cell designs of the portico or navitor and acurate neo/neo2 outperformed the closed-cell evolut pro/proþ in terms of selective ca. [The primary and corresponding author was giuseppe tarantini, department of cardiac, thoracic, vascular sciences and public health, university of padova, via giustiniani 2, 35128 padova, italy, with corresponding e-mail: giuseppe.tarantini.1@gmail.com]. The time frame of the study was from december 2021 to december 2023. A total of 632 patients were included in the study, of which 158 (25%) received an abbott device. The average age was 82 years and the majority gender was female. Comorbidities included diabetes mellitus, hypertension, smoking, dyslipidemia, coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior stroke, transient ischemic attack, chronic kidney disease, chronic obstructive pulmonary disease, prior pacemaker.